Event description:
A malfunction alarm labeled "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The malfunction did not recur, and the customer was advised that they could continue using the pump, with instructions to call back if the issue reappeared. The caller acknowledged and understood the guidance provided.